Event description:
I used both super poligrip and fixodent and while using the products, I started having pains in my stomach and dizzy spells and was throwing up and did not know why I was getting sick. I am still using the product because I have to have it to hold my dentures in. I am still having pains in my stomach and throwing up and numbness in my hands and feet. Dose or amount: denture cream, frequency: twice daily, route: oral. Dates of use: 2000 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.